Manufacturer narrative:
This report is submitted on march 15, 2018.

Event description:
It was reported that the patient's device was electively explanted (date not reported) due to non-use of the device.